Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 16f sheath hole prior to a stent graft interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath size greater than 8.5f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.